Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.